Event description:
Reporter indicated, a vns patient had high lead impedance following vns generator and lead replacement surgery. The vns was disabled. X-rays were reviewed by the manufacturer which identified that the lead pin did not appear to be fully inserted into the generator header. The patient had surgery to reinsert the lead pin into the generator and the high lead impedance resolved. No devices were explanted.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.